Manufacturer narrative:
Initial and final MDR (B)(4)- device 5 of 7

Event description:
Reference number (B)(4) event occurred in the united staates it was reported that patient faced seven infusion sets cannula kinked event on (B)(6)-2024. The event occurred within three hours of insertion. The insertion site was upper buttocks. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly no further information available